Event description:
While in the hospital, the clinical specialist was shown a picture of a helex septal occluder that was explanted in 2007. It was implanted approximately 3 years ago. The reported reason for explant was that the pt had a shunt and had experienced more than one tia (transient ischemic attack) post implant. The explanting physician said the device was still in the septum but was splayed in an odd fashion. The defect was surgically closed and the pt was doing well following the procedure.

Manufacturer narrative:
Device was discarded by the physician. No lot number is available.